Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the jaws of the instrument were clamped with a fully formed clip and dried bodily fluids caught between the jaws. The handle was partially actuated. The clip counter was not active. Functionally, actuation of the handle did not load a clip into the jaws. The instrument was disassembled for visualization of internal components; an excessive amount of dried bodily fluid was observed in the shaft and on the clip track. The condition of the instrument precludes further functional evaluation. It was reported that the jaws of the device did not open. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if bodily fluid builds up inside the shaft of the instrument. This may interfere with clip loading and prevent the instrument from firing. This issue may occur if an attempt is made to apply a clip over a fully formed clip or obstruction. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic liver resection, a clip was applied during glisson's treatment, but the jaws of the device did not open. To resolve the issue, both sides were ligated with an energy device and the clip was released.